Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. No additional information was provided, and customer declined all further troubleshooting.